Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump turned off unexpectedly. Caller reported the pump does not give an e2 (battery depleted) error message. No adverse event reported. Requested return of the alleged device for evaluation.